Event description:
Per the audiologist, the pt reported headaches when using the cochlear implant system. An x-ray (date not reported) showed that the receiver/stimulator an electrode array were in correct position. Results of an integrity test done in 2008 and two days later were consistent with normal receiver/stimulator function with faulty electrodes. Deactivation of the faulty electrodes and exchanging the external equipment did not solve the problem. Explant/reimplant surgery is recommended, but had not been scheduled at the date of this report.

Manufacturer narrative:
This type of event is addressed in the device labeling.